Manufacturer narrative:
(B)(4). (B)(4). Blade will not rotate: prior to first use. The product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. At the start of the procedure, the device did not work properly. It did not work at all. The lights were blinking and there was no power. A second like device was used to successfully complete the procedure with no adverse pt consequences.